Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging device will not turn on or function, the device/power supply or cord is hot to touch, headaches, and not getting enough oxygen. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's service center for further evaluation. During the evaluation of the device at the manufacturer service centre, the device was visually inspected and found no evidence of foam degradation. During the evaluation, ui knob missing, dust in water tank and humidifier. The internal investigation of the humidifier showed that there was an unknown dust contaminate throughout the humidifier. There was dust on the dry box as well as the humidifier seal. The heater plate also had dust contaminate on it as well. Pil is unable to address the complaint or symptoms. Pil found no evidence of sound abatement foam degradation or breakdown. The device's downloaded logs were reviewed by the manufacturer service centre. The manufacturer service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging choking. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be requested at this time. If any additional information is received, a supplemental report will be filed.